Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one max-core biopsy needle was returned for evaluation. The investigation was confirmed for self-activation, as the top slide released during the drop test. Upon disassembly, it was noted that the cannula tangs did not have enough space to fully lock into position. It was possible that the poor cannula tang engagement contributed to the reported event. Additionally, per the reported event details, the device was dry fired outside of the patient. The IFU (instructions for use) states, "never test the product by firing into the air. Damage may occur to the needle/cannula tip." While a definitive root cause could not be determined based upon available information, dry firing of the device may have contributed to the reported event. Labeling review: labeling review not performed.

Event description:
It was reported that during ultrasound-guided kidney biopsy into normal density tissue, after placing the needle at the site of the lesion, the device allegedly self activated without touching the triggers. It was further reported that the procedure was completed with another device and a coaxial was not used. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number of the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during ultrasound-guided kidney biopsy into normal density tissue, after placing the needle at the site of the lesion, the device allegedly self activated without touching the triggers. It was further reported that the procedure was completed with another device and a coaxial was not used. There was no reported patient injury.